Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was 542 mg/dl and 262 mg/dl. Troubleshooting was performed. The customer stated that they had symptoms like chest pain, and nauseous. The customer was treated with insulin drip, long acting insulin and chest test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No unexpected restart error alarms noted. Unit received with cracked case at the battery tube threads. Unit received with broken belt clip slot. Unit received with minor scratched display window and case.